Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd plastipak¿ concentric luer lock syringe tip broke off. The following information was provided by the initial reporter, translated from dutch to english: notification: when the infusion line is unscrewed from the syringe to attach a new one, the luer-lok part breaks off. This only happens when the syringe has been used with propofol. Happened a total of 5 times now.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off of the syringe. A device history review was performed for reported lot 2305104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The products were visually inspected, all tips were verified to be properly molded and no damage was found within any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. H3 other text : see h10.

Event description:
It was reported that 5 of the bd plastipak¿ concentric luer lock syringe tip broke off. The following information was provided by the initial reporter, translated from dutch to english: notification: when the infusion line is unscrewed from the syringe to attach a new one, the luer-lok part breaks off. This only happens when the syringe has been used with propofol. Happened a total of 5 times now.